Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old female patient underwent a breast augmentation surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral breast ptosis during a physical exam with a medical professional. As a result, the patient underwent bilateral removal and replacement with 210cc (left-sided) and 185cc (right-sided) mentor memorygel boost breast implants on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-04399 for the contralateral event.